Event description:
It was reported to covidien by the south plain biomedical service that the unit is missing display segments. No patient harm reported.

Manufacturer narrative:
The n600 is no longer manufactured. The biomed was encouraged to contact their local covidien rep to discuss alternative monitoring options. (B)(4).